Event description:
The facility's clinical engineering dept reported an infusion pump with an 807:01 failure code. Info was not provided regarding whether or not the device was in pt use when the reported situation occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.